Manufacturer narrative:
(B)(4). The sasuke double-lumen catheter was returned for evaluation. The concomitant runthrough guide wire was inserted in the otw lumen. The shaft was torn at the junction of proximal tube and middle tube. At the torn site, the underlying core wire and the inner tube that was elongated were exposed. Stretching of polymer was observed at the torn end of the shaft. The distal tube was crushed at approximately 70 mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the sasuke shaft. Due to tortuous anatomy, local bending stress was applied on the distal tube of the sasuke and made it to be crushed. Because of narrowing of the lumen by crushing, resistance between the concomitant guide wire and the lumen increase. Then the applied tensile stress made the inner tube to be stretched, the lumen became smaller, and the guide wire got stuck inside the lumen. Further applied tensile stress made the shaft tube to be torn apart at the junction of the proximal and middle tubes. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy; and, [malfunction and adverse effects] damage.

Event description:
It was reported that the proximal shaft of an asahi sasuke double-lumen catheter torn apart during a pci to treat a severely tortuous, moderately calcified 90-99% occlusion in the rca #4. Supporting with a non-asahi guideliner catheter, a non-asahi runthrough guide wire was delivered through the otw lumen of the sasuke. In attempts to cross the lesion, the sasuke was pushed when resistance was met. Resistance was also met with the runthrough guide wire when it was manipulated. The physician attempted to remove the sasuke when strong resistance was felt and its proximal shaft torn off. The pci was resumed and successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with shaft separation of the sasuke. The patient was fined without problem after the pci.